Manufacturer narrative:
It was reported that a local anesthetic was used prior to treatment. Solta strongly discourages the use of local injections and tumescent anesthetic techniques to manage patient comfort during the thermage procedure. Injecting lidocaine or similar anesthesia or other substances into the treatment area will change the natural electrical resistance and alter the tissue heating profile in an unpredictable way. Use of these types of pain management techniques increase the risk of tissue injuries; including surface irregularities. The customer must be alert and provide required feedback during treatment. Patient feedback regarding their perception of heat or discomfort during the procedure is an essential input to guide the operator in determining safe and effective treatment levels. Based on the available information, this treatment was performed in an off-label manner that resulted in unsafe conditions for the patient. Service was unable to confirm any functional problem with this tip. The treatment tip and datacard logs were returned for evaluation. Evaluation of the treatment tip found no issues related to the event. Service observed a dent on the membrane of the tip. Dents on the tip membrane do not cause any harm to patients as radiofrequency energy is able to properly distribute evenly across the tip membrane. No dielectric membrane breakdown was observed. Datalog review demonstrated that errors occurred during treatment. The error indicates a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Service noticed customer technique issues that may have caused inadequate cooling during treatment. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. According to thermage cpt system technical user¿s manual (p009240-06 rev. A) burns and blisters, are known possible patient reaction to thermage cpt treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Trending will be performed to monitor this issue.

Manufacturer narrative:
The product was returned and evaluated. Service was unable to confirm any functional problem with this tip. The tip was used up. The tip is a valid tip verified against the solta database and was used for 600 treatments. The tip passed the flow, leak, and thermistor tests. The tip failed the visual inspection for dents on the tip surface. Functional testing was not performed due to the tip being used up. No dielectric breakdown was observed. Service was unable to determine when and how the dent happened. It is unlikely that dents can contribute to the related complaint. The data logs were also reviewed and demonstrated that the handpiece and system performed as expected. The plant evaluation is underway.

Event description:
A user facility reported a burn in the submental/ neck region from a thermage treatment 24 hours after a liposuction/ dermatology procedure. The nature of the injury reports that the patient had visible burns, blistering, and pain. The patient was administered a local anesthetic prior to the treatment. The highest energy level used was 4.0. No system errors occurred, nor was anything out of the ordinary noticed during treatment. Solta medical croygen and coupling fluid were used during this treatment - approximately ½ of a 60ml bottle. The treatment tip surface was inspected prior to use with nothing out of the ordinary being noted. The treatment tip surface was also re-inspected during the treatment halfway through treatment at about 300 pulses. This was the first time the treatment tip was used.